Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, noise was observed. The patient was an asymptomatic. The noise was not reproduced with isometrics and pocket manipulation. The physician elected to decrease the ventricular sensitivity. The patient was stable and will be monitored.

Event description:
New information received note that the patient presented in-clinic for a routine follow-up with multiple inappropriate high ventricular rate (hvr) episodes due to ventricular lead noise. The lead noise could be reproduced with isometrics. The patient is not dependent, and was not symptomatic. Programming changes were performed and the patient will continue to be monitored.